Manufacturer narrative:
The unit passed the displacement test, rewind, basic occlusion test, and prime test. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. However, the unit was stuck in the motor error loop during bolus and basal delivery and the motor position encoder error alarm was confirmed in the history file. The unit had a small crack on the reservoir tube lip. (B)(4).

Event description:
The customer called in to report that the insulin pump alarmed motor error and that the device was exposed to an MRI. The customer had the MRI because they recently had a stroke. The customer's blood glucose level was 139 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.